Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was oversensing the t-wave. It was noted that a competitor's right ventricular lead was implanted. The device was reprogrammed and "no more issues" were seen. The device is still in use. No patient complications were reported as a result of this event.